Event description:
A customer reported experiencing a cartridge alarm on their pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and arranged for the customer's pump to be replaced. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. They were informed that the replacement pump would have updated software, and they needed to connect their continuous glucose monitor to it once received. The customer was instructed on how to store the current pump and complete its return to avoid billing.